Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Reportedly, the customer received multiple incomplete bolus alarms prior to hospitalization. Customer reported that infusion site may not have been inserted correctly. Customer was treated with intravenous insulin and released from the hospital on (B)(6), 2015.